Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the pacemaker could not be interrogated with radiofrequency (rf) telemetry. A software upgrade to the device and resetting the device was attempted multiple times, the issue was unable to be solved. The patient was stable and did not experience any adverse effects. The patient would be monitored with routine follow-up in the clinic.